Event description:
A tracheostomy was being performed on the pt. The pt was thin and thought to be a good candidate for placement. A 15ga IV catheter was used for initial insertion. It was felt insertion was not clean and it was tried again. The needle was then removed and the wire guide advanced with some difficulty. The needle was removed and dilatations were done. The tracheostomy tube was placed. However, it was subsequently noted that a paratracheal placement had occurred. The pulmonary artery had been lacerated.